Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump completely reset itself to factory settings. Alarm history showed an external flash error alarm. Customer's blood glucose was 254 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
After battery installation, the insulin pump counted up to 7 and gave an unexpected blank display; the problem was isolated to the mother board. Unable to perform the full functional testing including the self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify e17 or e15 alarm due to unexpected blank display. No cosmetic damage noted during physical inspection.